Manufacturer narrative:
Device eval: the suspect device has not been returned for eval and was from a lot that was subject to recall (1721504-12/2/210-001-c). The customer did not specify if this was the initial use of the device. During the recall, this facility reported on (B)(4) 2010, they had no remaining devices on hand from this particular lot. A follow-up report will be submitted when the eval has been completed. Conclusion: device not returned.

Event description:
The customer reported that during a thoracentesis procedure the valve of the device became dislodged. The pt developed a pneumothorax. The technologist replaced the device when the displaced valve was discovered. No other harm or injury was reported. The recall coordinator at the facility was contacted by the sales rep as this device was part of recall 1721504-12/2/10-001-c. The recall coordinator stated this device must have been inadvertently missed during their walk through inspection of inventory once they received notification of the recall for this particular lot of product. The recall coordinator conducted a second walk through inspection of inventory on (B)(6) 2011, to assure there were no other affected devices available for use. There were no add'l devices discovered during this second inspection .